Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device was not reading the syringe and exhibited a base error. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the tamper seal in tact, chipped top case, cracked right plunger case, a broken alternating current cord clamp, and damaged power cord. Review of the event log found evidence of error messages. Upon function testing, the reported problems could not be duplicated. Dried contamination was found around the ear clip and ear clip spring which likely caused a syringe not reading error. Base not responding is an advisory alarm that occurs if the pump is powered off within 5 seconds of the pump being powered on. Turning the pump back on will clear the alarm. The root causes are customer damage and use error respectively. The ear clip was cleaned and the ear clip spring was replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.